Event description:
It was reported that a large volume infusor leaked chemotherapy (fluorouracil) drug. This was observed during patient use. The patient fell on the side where the device was attached. A day after use, fluid was found in the space between the balloon and the clear outer wall; there was pooling of fluid at the bottom of the device casing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between september 18, 2023 - september 20, 2023. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection was performed on the photographs and fluid was located on the exterior and interior surfaces of the device which suggests a possible leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.